Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving no delivery alarms frequently. The customer's blood glucose was unknown. The customer stated that the alarms occurred while delivering a bolus or during basal delivery. The customer was unable to perform troubleshooting because the alarm was not occurring at the time of the call. Advised customer to call back when the alarm occurred in order to properly troubleshoot. Advised customer to monitor the current infusion set and reservoir. Nothing further reported.